Event description:
According to the reporter, after radiofrequency ablation procedures used to treat barrett¿s esophagus, the physician experienced lacerations when the device was used in multiple patients. No other known adverse events were reported.